Event description:
Routine antibody screen analyzed on immucor echo on this pt produced a positive result. When a panel of reagent red cells was tested for antibody identification, all cells were negative with pt plasma. Antibody screen was then repeated and equipment reported negative in all 3 reagent screening cells. Pt plasma was then tested using gel technology and 2+ anti-fya was identified. When reaction well pictures from cells reported as nonreactive negative by echo were reviewed, there was visible agglutination in cells that were fy-a+-. The immucor echo called positive reactions "negative" for a pt that had developed an anti-fya. Fortunately, additional testing revealed the antibody before the pt was transfused. Immucor was notified or misreading, and is investigating the sample. Dates of use: 2009. Diagnosis or reason for use: abo, rh, antibody detection and identification.